Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anchoring sleeve; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the anchoring sleeve disengaged from the lead and went missing. Follow-up determined that it was not clear whether or not the sleeve was lost inside the patient's body, but the sleeve was not recovered after the procedure. It was thought to possibly be inside the pectoral muscle. No further patient complications have been reported as a result of this event.